Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the configuration file was corrupted. The representative reported that the configuration file was replaced. Following a few restarts the reported issue reoccurred. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A site representative reported that, while outside of a procedure, the viewing station of the imaging system would not power on as designed. No additional information was provided. Initial troubleshooting could not determine the probable cause of the anomaly. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Aware date of the initial MDR was (B)(6) 2017.